Event description:
It was reported that the biomed had the arctic sun device that had a burning smell coming from it.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause is being investigated per CAPA# 14345646. A chemical smell emanating from the l tubes that were used on the pumps during the last pm. When the tubes heated up from use of the device the smell gets more noticeable. Replaced all tubes and foam that came in contact with the warm water in the tank. Flushed the tank several times. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Risk review, labeling review, and DHR review are not required as the event is being investigated per CAPA# 14345646 investigations under the associated corrective and preventive actions are ongoing. Corrective actions to address the identified root causes will be implemented through the respective corrective and preventive action. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that had a burning smell coming from it.